Manufacturer narrative:
Eval summary: visual inspection indicated that the device was returned in used condition with visual discrepancies attributed to frequent usage. The trial had cracked completely in half. Optical inspection of the fracture surface revealed rough features consistent with an overload condition. The investigation concluded that the insert trial had fractured in an overload condition. The trial was cracked completely in half with no additional damage noted. The event description noted that, "because of height and weight dr applied added pressure." The additional pressure applied by the doctor likely caused the overload fracture. The device manufacturing history record indicates that this lot of devices was manufactured and accepted into final stock with no reported discrepancies.

Event description:
It was reported that, "while trialing, after putting in the trial insert, this instrument cracked. Because of height and weight dr applied added pressure, not sure if this was a contributing factor."